Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings:the power complaint could not be duplicated. A review of the pump¿s black box data revealed no unexplained pump reboots. During testing, the battery compartment was observed to be cracked with evidence of moisture inside. The battery cap was not returned with the pump. A test cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and no evidence of moisture or damage found on the internal components of the pump. Unrelated to the initial complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.